Manufacturer narrative:
The catheter was returned in three segments, and analysis found no significant anomalies. Although analysis identified tears/coring in the cup of the sutureless connector (sc). The tears/coring did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 500 mcg/ml at a dose of ¿340 mcg/ml¿ and morphine 3.25 mg/ml at 2.21 mg/day via an implantable pump. The indication for use was not reported. It was reported that there was no pump alarm, but the patient¿s withdrawal symptoms worsened. There were no obvious environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The whole system was explanted and replaced by a new system. The issue was resolved. The patient's status was alive - no injury. The pump and catheter would be returned to the device manufacturer. It was unknown when this event occurred. The patient¿s gender, age, weight, and medical history were unknown. The pump was implanted in 2017. No further complications were reported.

Manufacturer narrative:
The implant date was approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# unknown, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown, ubd: unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the manufacturer representative was present during the explant on (B)(6) 2018 and did not think the pump caused any issues and assumed it may have been the catheter as it was nicked but the hcp wanted to explant the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.